Event description:
According to the reporter, "it was reported that during the surgery, the anchor had not been set on the proper position when the nurse opened the package. The surgeon tried to use this complaint product for the surgery, but he couldn't insert the anchor into the patient's burr hole like a normal product."

Manufacturer narrative:
No product was returned for evaluation at this time. A review of the device history record was performed and all product met requirements prior to release. The report could not be substantiated and a cause for the event could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.